Event description:
A clinical director reported that an intraocular lens (iol) had to be explanted in a secondary procedure, because the patient had very blurry visual acuity and was extremely unhappy with it. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).